Manufacturer narrative:
Device #2: corrected data received 1/16/2012: revision date - (B)(6) 2011. Appox age of device - 4 months. This event occurred in (B)(6).

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00353. This event occurred in (B)(6).

Manufacturer narrative:
Device #2: corrected data received 11/02/2011: lot number - 0701165733. Expiration date - 07/31/2018. Implanted date - (B)(6) 2010. Apprpx age of device - 5 months. Manufacturer date - 07/30/2010. Additional information received 11/02/2011: an additional device was returned; therefore, this is the same event as 1043534-2011-00354, 000630. This event occurred in (B)(6).

Event description:
Allegedly removed during the revision of another component.